Manufacturer narrative:
The complaint device is not available for a physical evaluation. Per IFU, when versalok is used in hard bone, an awl should be used to prep the bone hole prior to inserting the anchor. From past investigations, it was noted that using the versalok directly in hard bone would require excess force causing the inserter to bend or break. It was reported that the patient did have hard bone but no further information was provided regarding surgical technique or instruments used. A root cause for this failure cannot be discerned. A batch record review has been conducted and the results indicate that this batch of product was processed without any incident and therefore there is no internally assignable cause for the reported problem. Further, a review into the depuy mitek complaints system revealed no other complaints for this lot of devices that were released to distribution. At this point in time, no further action is warranted. However, should any new information be provided in future, this file will be re-opened and a thorough investigation will be performed. Depuy mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field. (B)(4).

Event description:
The sales rep reported that during a rotator cuff repair that the inserter of the customer's versalock peek anchor broke inside the anchor when it was being twisted out the anchor. The broken metal piece was flush with the anchor which itself was completed contained within the bone tunnel. The surgeon completed the procedure leaving the broken metal piece and anchor situated good within the bone. There were no patient consequences or delays reported. The sales rep reported that the quality of the patient's bone was very hard.